Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for an alleged blank display, vibrate anomaly, red light blinking and cosmetic damage located at the battery compartment found on october 10, 2022 . The device was received with a a cracked battery tube threads and a cracked case behind the device near the battery tube compartment. The device powered up properly after battery installation. The device passed the displacement test, sleep current measurement, active current measurement and self test. The device was monitored for several days and no blank display, vibrate anomaly and red light blinking noted. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, vibrate anomaly, absence of audio alarms or device error 63 alarms in the formatted history noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded device to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: october 10, 2022 05:21:27.000 october 10, 2022 05:37:43.000 october 10, 2022 05:54:58.000 low battery alert was recorded and found in the formatted history file on: october 10, 2022 06:09:00.000 power loss alarm was recorded and found in the formatted history file on: october 10, 2022 07:18:49.000 october 10, 2022 07:19:01.000 failed batt/battery failed alarm was recorded and found in the formatted history file on: october 10, 2022 06:34:26.000 to october 10, 2022 06:59:02.000 october 10, 2022 07:09:00.000 device error 23 alarm was recorded and found in the formatted history file on: october 10, 2022 07:14:03.000 upon checking on the power data/detail trace file, failed batt/battery failed alarm was expected since the battery has low/no power. The customer may have used a low/depleted battery. Device error 23 alarm and power loss alarm were expected since the device resets after the battery was removed on october 10, 2022 05:21:27.000, october 10, 2022 05:37:43.000 and october 10, 2022 05:54:58.000 upon checking on the power data/detail trace file, low battery alert unloaded vaa voltage (battery voltage) of 1.552v. Low battery alert was unexpected since the customer was using a good battery. The device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the electric board. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Low battery alert was confirmed due to corrosion on the electric board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the battery compartment. Blank display, vibrate anomaly and red light blinking were not confirmed. However, low battery alert was confirmed. Low battery alert due to corrosion on the electric boards. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported crack on the battery compartment and blank screen. Troubleshooting was performed and and the customer stated that there was no damage to the pump's retainer ring. The infusion set and reservoir did not show signs of damage. The screen was blank after new battery was inserted. Customer was advised that the product will be replaced. The customer will discontinue the use of the device. The product will be returned for failure analysis.